Event description:
Contact reported the gear shift broke off in the pedicle. Took a little over an hour to remove. Same pedicle, 8mm screw being implanted. The screw driver snapped distally within screw head. Took 45 min to remove broken screw. See medwatch 1526439-2012-00275 for pedicle probe.

Manufacturer narrative:
Visually inspected xpdm quick-con si poly scwdrvr ((B)(4)). Distal tip of the instrument was noted to have sheared off in torsion, as described in the complaint. Functionally tested the instrument and noted that the outer sleeve was capable of advancing the tulip head of the returned polyaxial screw. Visually inspected exp ti poly screw 8mmx50mm ((B)(4)). Noted the broken tip from the polyaxial driver ((B)(4)) lodged into the head of the screw. Noted saddle still intact and tulip head articulating as intended. Damage noted on the xpdm quick-con si poly scwdrvr ((B)(4)) suggests that the driver broke in torsion. Condition of the driver prior to breakage is unknown. The instrument has been in the field for approximately 2 years and has seen heavy usage as indicated by the markings and scratches on the instrument. It should be noted that the outer sleeve should be used for advancement and removal of screws. The sleeve helps to keep the axis of the driver and screw concentric and limits the amount of side loading that could possibly be transmitted to the driver tip. It is unknown if the outer sleeve has been used in every case that the instrument has been subjected to. Damage noted on the exp ti poly screw 8mmx50mm ((B)(4)) was a result of the screw being removed by the surgeon, as noted in the complaint. No CAPA needed. Complaint rates have been uniform and low for the products evaluated that have had previous complaints of like nature. User technique of the instruments will be a variable that factors into the longevity of the devices.